Event description:
It was reported that the patient had his ambicor penile prosthesis replaced due to an aneurysm. No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.